Manufacturer narrative:
Product event #(B)(4): investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿ device name: aqm 2.3 bipolar sealer ¿ product number: 23-113-1 ¿ lot number: phg065g0 ¿ expiration date: 2020-07-04 ¿ quantity returned: 1 testing performed: ¿ device packaging inspection: ¿ received in a cardboard box with brown shipping paper to fill the negative space ¿ device is in a single bio-hazard bag within a display box ¿ lot number and the device name match the information listed in the corresponding product event page within gch from the display box ¿ no additional paperwork was included ¿ device visual inspection: ¿ device has been used with charred blood on the electrodes, saline inside the tubing and drip chamber (figure 1) ¿ all components appear intact without any damage ¿ the charred electrode is a visual sign related to the latter part of the description functional inspection: ¿ an electrical continuity test was performed to determine if the button circuit was locked in an ¿on¿ position prior to plugging in the device to the generator. ¿ requirements for electrical continuity: <(><<)>(><(><<)><(><<)>)> 5.0 ohms resistance per circuit, each probe individual tip to appropriate plug end. The button circuit must have continuity with a resistance of less than 5.0 ohms when depressed with 350 grams (f). ¿ the blue button was depressed several times during the electrical continuity test in order to observe tactile feel and if any ¿sticking¿ in the ¿on¿ position would occurred. ¿ the blue button did have tactile feel and successfully functioned without any errors. ¿ it was determine by continuity testing that the button circuit was not locked in an ¿on¿ position. ¿ table 1 displays the acceptable results. Electrical continuity test left electrode right electrode button circuit 1.7 ohms 0.7 ohms 1.1 ohms passed passed passed ¿ the area between the blue button and body of the hand piece was visually inspected for any obstruction that may contribute to a ¿s ticking¿ button; no hindrances were detected. (Figure 2) ¿ the device pump tubing was loaded into the peristaltic pump, inserted the drip chamber spike into the saline bag, plugged the device into the generator and activated the prime cycle, until all air bubbles were purged from device. ¿ the aquamantys® generator was set to medium flow at 100w to test the device for fluid flow requirements. A total flowrate of 9.6 - 16 cc/min (12.8 nominal) with a 60% / 40% maximum split is required. The device was activated for sixty seconds to allow collection of saline into two graduated cylinders which results failed. ¿ flow from the left tip = 0.0 cc / min. ¿ flow from the right tip = 10.8 cc / min. ¿ total volume ¿ total flow rate = 10.8 cc / min. ¿ calculated the percentage of the total fluid which is represented by that of each cylinder with a 60 % / 40 % maximum split which did not meet the product specification requirements. ¿ left electrode = 10.8 / 10.8 = 100% - fail ¿ right electrode = 0.0 / 10.8 = 0 % - fail ¿ additionally a total of 25 depressions on the blue button with manipulating it at different angles to the body of the hand piece in order to influence ¿sticking¿ so to observe if any activation would continue after finger pressure had been released. ¿ after the button was released there wasn¿t any continuous rf energy being delivered to the device tip or did saline continue to flow from the device. ¿ the device button functioned flawlessly without any glitches. Lhr review: a review of the lhr for lot # phg065g0 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: the complaint is not confirmed for ¿remains active ¿ energy delivered¿ issue that was reported in the complaint description. The functionality of the device and its button circuit was examined for continuous activation after the button was released and the complaint was unable to be reproduced within the laboratory environment. The device and generator responded normally upon depression of the blue activation button with no failures or error codes displayed. The latter part of the description states: ¿it was also identified that the electrode at the tip of the device was turning black as if it was burned¿. The visual of the occlusion in the left electrode (figure 1) displays the charred electrode which confirms the tip of the device turning black. The failed flow rate from the left electrode also confirms an occlusion was clogging the saline slots. This condition is consistent with not heeding the warnings in 70-10-1439 rev. A ¿ aquamantys 6.0 <(> <<)>(><(>&<)><(><<)>)> 2.3 bipolar sealer IFU - neuro indications as stated below: ¿ use suction to avoid activating the device in a pool of saline. Activating in pooled saline may reduce the hemostatic effectiveness of the device. ¿ use suction to minimize the potential for activation of the device in a pool of blood. Activating in a pool of blood may limit the hemostatic effectiveness of the device or increase the risk of an electrode becoming clogged by coagulated blood. The complaint will be tracked and trended in gch. (B)(4).

Event description:
Within 5 minutes of use, the device button was released and it was identified that the device continued to deliver rf energy when the button was not pressed. It is unknown if the button was sticking. It was also identified that the electrode at the tip of the device was turning black as if it was burned. There was reportedly no tissue buildup at the tip of the device. A second device from an unknown lot number was used with the same generator to complete the case. There was no patient impact or injury as a result of the activation.